Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the one month follow-up, a warning stating that a reset had occurred on the implant date was displayed. The patient did not undergo any specific exam. No change was observed in the programming. Preliminary analysis confirmed that a reset occurred on (B)(6) 2017, most likely attributable to an esd (electrostatic discharge) that could have occurred at implantation. Normal behavior of the device was restored after the reset.

Event description:
Reportedly, during the one month follow-up, a warning stating that a reset had occurred on the implant date was displayed. The patient did not undergo any specific exam. No change was observed in the programming. Preliminary analysis confirmed that a reset occurred on (B)(6) 2017, most likely attributable to an esd (electrostatic discharge) that could have occurred at implantation. Normal behavior of the device was restored after the reset.

Manufacturer narrative:
(B)(4).